Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(4), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(4), ubd: 17-jul-2024, UDI#: (B)(4), h3-¿tm90 micro usb interface is damaged.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient's representative reported that the patient¿s communicator would not connect to the handset. Per the caller, the green light was on despite being unplugged from the charging cord and the blue light would not turn on when the power button was pressed. There were no changes when the power button was pressed and held down. A replacement communicator was requested from the repair department. No patient harm reported. On 11-jul-2024 the patient¿s representative called stating that the package was sent to the patient¿s old address, so a neighbor sent it back to fedex. The agent verified the new address provided yesterday was the correct address and then emailed the repair department to send out another replacement communicator. No patient harm reported.